Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a "progode" with a 6fr sheath, after a mitraclip interventional procedure. Reportedly, the sutures did not catch the artery, due to heavy arterial calcification. Manual pressure was applied to achieve hemostasis. Post procedure, acute blood loss occurred. The patient developed anemia and was transfused 2 units red blood cells. A left groin hematoma, 10 cm in size developed. Prolonged manual pressure was applied for treatment. The event was considered resolved without sequela on (B)(6) 2013. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions: femoral angiogram not performed. The device was retained by the hospital and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Per the proglide instructions for use (IFU), it is stated the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Per the proglide IFU it is stated, prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Based on the information reviewed, there is no indication of a product deficiency.